Event description:
The implant failed due to poor bone integration. The implant was placed at #26 and removed after 5 months. Traditional 2 stage surgery.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. See scanned pages.